Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the customer¿s blood glucose history is as follows: time bg (mmol/l) (mg/dl): 8:41 am 25.3 455; 8:42 am 27.1 488; 9:21 am 26.8 482; 10:12 am 23.5 423; 10:15 am 22.9 412. Pod removed and it was noted that cannula appeared bent. Hyperglycemia treated by administering one unit of insulin via syringe. Pod worn on abdomen between 4 and 24 hours.